Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A complaint database search on the provided smartset hv bone cement 40g (product code 3092040, lot number 3498633) found additional reports. A previous DHR review ((B)(4)) did not reveal any related manufacturing deviations or anomalies on the reported lot number (3498633). Another report ((B)(4)) is found against these product/lot combinations. It is recognized however that it involves this same patient and same individual devices. It is the result of the patient not being revised during the previous adverse event. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.